Event description:
The device was returned for service. During service by baxter, a broken door assembly #1 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
The facility representative reported "channel 1 says check set even though it is in right" found before use. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of teh device found that the check set loading alarm was caused by a broken door assembly #1. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.